Event description:
It was reported that continuous glucose monitoring displayed error 42 while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step instructions for full pump reset, and after reset pump no longer displayed continuous glucose monitoring error, with no further corrective actions reported.